Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the mainbody of the minicap transfer set. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.